Event description:
The customer reported that during use of a handpiece or bur guard, both generated heat. It is believed that this bur guard was in use with the handpiece at the time of overheating. The surgeon discontinued use of both devices and obtained alternate units to complete the procedure. There was no injury or surgical delay reported with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this device for eval and was unable to confirm the reported problem. The device could not be tested because the inner race blocked the through hole for insertion of the bur; however, further investigation found the distal bearing disintegrated. Associated report: 1017294-2008-00249. The instruction for use (IFU) for this bur guard warns the user of the following: overheating might occur if bearings are worn or are not kept clean. If overheating occurs, discontinue use and return for service. Guards are to be returned to linvatec/hall surgical every six months for routine maintenance. Bur guard test procedure: prior to attaching the bur guard; check for worn bearings by inserting a bur into the nose of the bur guard. While holding the bur, spin the guard. The guard should spin freely around the bur shaft without restrictions. Attach the bur and guard to the drill using the following instructions. Run the instrument for at least 30 seconds, carefully feeling the tip of the guard for heat. If heat is noticed, discontinue use and return to linvatec/hall surgical for service.